Event description:
Hill-rom received a report from the account stating the pt has developed 3 new wounds. The pt confirmed she developed a stage 4 wound on her backside that was treated with dressings and home health visits once per week. The pt could not confirm the staging of the other 2 wounds. The account alleged that the bed was alarming and shutting off and they could not keep it running. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed had numerous alarms and replaced the equipment tray, blower assembly, intake filter, proportional valves and the interface bracket to resolve the issue. The technician found the bed environment was the cause of bed issues. From heavy cigarette smoking, dirt and climate in the home being the main contributing factors. During the clinical investigation it was stated by the account that they stayed on the bed while it was malfunctioning for 41 days. The wear of microspheres to the point that they will not fluidize properly is multifaceted and their replacement is a practical occurrence that is inherent with use of the bed. Several factors come into account, environment, use and care of the pt. Hill-rom recommends not exceeding an ambient room temperature of 75 degrees f. The microspheres can handle limited amounts of fluids passing through the filter sheet. Excessive humidity, incontinence and bodily fluids will saturate the beads and hamper fluidization. Treatment from caregivers such as petroleum based topical ointments and silver compounds will ruin the coating on the beads and permanently destroy their fluidizing properties.